Manufacturer narrative:
Submit date: (B)(6) 2017 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a syringe. The customer states that there is leaking around the plunger.